Event description:
The hcp reported that the pt was requiring an increased dose of dilaudid/clonidine. A catheter break was confirmed 11/2004. The catheter was explanted and replaced with a codman flex tip catheter. The hcp reported that the "catheter tip remains in the pt's spine."